Manufacturer narrative:
Unit received with broken off and missing the end cap. Unit received with missing motor assembly. Unit received with physical damage to electronic assay. Unable to perform displacement test due to physical damage to unit.

Event description:
The customer reported via phone call that crack was found in battery side due to insulin pump was on top of the car and when she drove off insulin pump fell and was ran over. Blood glucose was 100 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.